Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cardiothoracic surgery, the surgeon was treating the needle as a pop off and the needle broke as a result of pulling it off of the suture strand with the needle driver instead of cutting it off  the user retrieved the broken pieces and continue with a new suture strand. There was no patient injury.